Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has had four different surgeries and none of them have worked for them. The patient stated they were very disappointed. The patient provided the event date as "when I had the first one done, which was about 4 years ago"; when they had the trial it worked 100% and when they did the first implant, they tried many different programs and none worked. The patient reported then it was found that the wire was never connected when an x-ray was done and they re-did the surgery and put a newer, more updated implant in. The patient clarified all three of their implants did not work. [Refer to pe (B)(6) for the patient's second implant and pe 707306153 for the patient's third implant.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1tc0x); product type: 0200-lead; implant date (B)(6) 2018; explant date (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va1tc0x; implanted: (B)(6) 2018; explanted: (B)(6) 2019; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the wire never being connected was not determined. Patient noted the likely cause of this issue as being "doctor messed up." When asked what steps were/will be taken to resolved the issue, the patient indicated "did another surgery with new implant." Patient indicated the issue has not been resolved.